Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mastectomy, upon closing skin, three of the same sutures broke from the strand attaches to the needle. Another box of suture was opened to complete the case. There was no patient injury.